Event description:
It was reported by the aci sales professional that a (B)(6) female patient who weighs (B)(6) and stands (B)(6) tall underwent an interventional coronary procedure on (B)(6) 2012. The patient has no history of prior catheterization procedures. The patient's blood pressure was noted as 139/69 mmhg and she was anti-coagulated with angiomax peri-procedure. Access was obtained at the sfa with a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no evidence of pvd or calcium in the vicinity of the arteriotomy. A des stent was also placed in the left main. Following the procedure, the physician who is a trained user of the mynx, selected the mynx cadence to close the femoral artery. Allegedly, there were no complications reported during the procedure and closure. The patient was ambulated and sent home with no reported clinical sequela. Reportedly, the patient returned to the emergency room on (B)(6) 2012 with severe leg pain. A hematoma was located in the right groin (access site). The leg was reported to be normal skin color and temperature. An ultrasound was performed on the right femoral groin which revealed a psa. It was reported that a vascular specialist was called in to compress the pseudoaneurysm. The vs could not compress the site so emergency surgery was performed to resolve the psa. The proximal sfa and distal cfa were repaired and the leg was reperfused. The patient was given 3-4 units of blood. The patient also had an outflow obstruction which was resolved with 4 compartment fasciotomies to relieve the pressure from the psa.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lotf1133402) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.